Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. Brazil plant is a latex free plant since september 2016. Packaging claim for this product is as follows: ¿not made with natural rubber latex¿. This product was manufactured on december 04, 2018 if information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ethnicity/race was not provided for reporting. UDI: (B)(4). Upc = (B)(4). Expiration date= na. Lot number = 3388b. Device is not expected to be returned for manufacturer review/investigation. Concomitant medical products and therapy dates: drug: metformin patch; unknown dates and dosage. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with bab sheer large. The consumer reports that she broke out in painful hives from using the bandage. The consumer sought medical attention from her health care provider (hcp). Her hcp prescribed an unknown antibiotic spray and neosporin. The consumers symptoms have resolved.